Manufacturer narrative:
The glucose reagent lot number was 86006901 with an expiration date of 31-may-2026. The calibration was last performed on 20-aug-2025, and it was acceptable. The customer verbally provided that the qc recovery was acceptable. The alarm trace showed abnormal aspiration alarms. These are indicators of possible poor sample quality. The field service engineer found that the cause was due to a contaminated reagent probe. He also found that the cell rinse levels were not within specifications. He replaced and adjusted the sample and reagent probes and adjusted the rinse levels. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen. 3 on a cobas c 503 analytical unit. Initial result: 33.6 mg/dl. The physician requested that the patient's sample be repeated as the initial result did not match the glucometer result. Repeat result: 307 mg/dl. The repeat result was deemed to be correct.